Event description:
It was reported that during replacement of the cardiac resynchronization therapy-defibrillator (crt-d) device a lot of difficulties occurred. The left ventricular (lv) lead had no output; there were problems with the atrial lead and the right ventricular (rv) lead. It was further reported because the system change out was not able to be performed the patient was seen by another physician in a different hospital to complete the lead revisions. The lv, atrial and rv leads were replaced with new leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4): no anomalies found, however the proximal conductor was distorted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.